Event description:
Reporter alleged obtaining discrepant blood glucose values of 250 mg/dl back to back with a result of 97 mg/dl, when testing was performed 2 minutes apart on the advantage system. Reporter stated, she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.